Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell or rolled over on pump, and customer could no longer read or interact with screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, instructed customer to place damaged pump in storage mode and return it within 10 days using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.